Event description:
A facility reported that after pinning the patient but still positioning the mayfield infinity xr2 skull clamp (a2114), the rocker arm broke from the locked position. The patient's head was still being held but the movement did cause a small laceration on the patients head. The physician attempted to relock the rocker arm and then reposition. However, the rocker arm again "could not withstand the torque of the position" and broke. Additional information has been requested.

Manufacturer narrative:
The mayfield infinity xr2 skull clamp (a2114) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit shows that it passes all specific functional testing. Since a patient injury is involved, the unit was sent to quality engineering (qe) for further investigation. Qe confirmed the initial findings of the service team and noted that the clamp was in good condition and no issues were observed. The skull clamp will be returned to the customer in the same condition as it does not require any repairs. Root cause - the complaint is not confirmed for slippage/movement. The probable root cause is improper or suboptimal placement of the skull clamp on the patient. The a2114 IFU cautions, "failure to properly position the skull clamp on the patient¿s head could result in patient injury such as scalp laceration due to skull pin slippage." No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.